Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the capacitor was broken.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device remotely. It was determined that capacitor was broken. The part was not replaced because the device was out of the warranty. The customer resolved it by themselves. The device returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a damaged capacitor. The device was out of the warranty, so the customer resolved the issue by themselves and device returned to normal. It has been concluded that no further action is required at this time.

Event description:
It was reported there was a repair call for the device. Additional details have been requested. There was no patient involvement.